Event description:
The report rec'd from the study indicated that the pt was included in the study and was found to have one-vessel disease with one lesion treated during the elective index procedure. The left ventricular ejection fraction (lvef) was estimated at 30-50%. There was no staged procedure planned. The target lesion for the procedure was the proximal circumflex. A cypher select plus 2.5 x 13 mm stent was implanted at 15 atm via direct stenting. A satisfactory result was obtained. The stent was not post-dialed. Ivus was not done. There were no reported procedural complications or device deviation, no thrombus aspiration done, and no distal protection device used. The pt was reported to have expired. The adverse event (ae) was reported to have occurred six (6) days after the index procedure. It is not known if the death is cardiac or non-cardiac. An autopsy was not done. There was no reported evidence of myocardial infarction (mi) or stent thrombosis. No re-percutaneous coronary intervention (pci) or coronary artery bypass graft (CABG) that occurred prior to the event. The event severity was reported to be severe and was a serious ae. The event was reported to be unrelated to the study device or procedure, and was not related to any other cordis device. The subject's event outcome was complete. Additional info was requested, but was not available at this time.

Manufacturer narrative:
The indication for the procedure was unstable angina. The proximal circumflex target lesion was reported to be: restenotic, a focal (less than 10 mm) after in-stent restenotic (isr) lesion of an unknown bare metal stent (bms), 2.5 mm vessel diameter, 10 mm length, not a bifurcation/ostial or total occlusion, irregular, a readily accessible proximal segment, an 80% stenosis, not angulated, concentric little or no calcium, absent of thrombus, and type b1. The residual stenosis was 0% the timi flow pre and post-procedure was not provided. Ivus was not used. The patient's baseline medications included: aspirin 100 mg (>30 days prior), clopidogrel 75 mg (>30 days prior), statins, and other lipid lowering drugs. A loading dose of clopidogrel was given (>6-24 hours prior. Medication after pci before discharge: aspirin 100 mg, clopidogrel 75 mg, and unfractionated heparin. Medications at discharge were: aspirin 100 mg/day permanently, clopidogrel 75 mg/day permanently, unfractionated heparin/low molecular heparin, insulin, and statins. Please note that device (lot #i1206078) is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.